Manufacturer narrative:
Correction: notified date updated to june 6, 2024 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b1 (adverse event <(>&<)> prod problem), b2 (ir, hospitalization), b5, g3, h1 (serious injury), h6 (rfr, fdd and imf codes have been updated) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, while firing on the antrum of stomach, the first reload got stuck after moving 30 mm. When the surgeon tried to fire the second reload, it just deployed a few stapler pins and stopped there, it did not even complete the first squeeze fully. The issue happened to the remaining three more reloads. Another new handle and reload were used to resolve the issue and complete the case. The surgical time was extended by 10 -15 minutes. The hospitalization was extended as a result.

Manufacturer narrative:
Concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3e0287) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, while firing on the antrum of stomach, a total of five reloads had staple formation issue. It was also noted that there was difficulty in firing. Another new handle and reload were used to resolve the issue and complete the case. The surgical time was extended by 10-15 minutes as a result.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was partially fired to the 4cm cut line. The clamping mechanism was deformed. It was reported that the instrument partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.